Event description:
A hospital director reported an electrical fire, sparking, smoking, and melting with the use of the 3m¿ bair paws¿ patient adjustable warming unit. The hospital director stated the 3m¿ bair paws¿ patient adjustable warming unit, model 875 was reportedly "bumped/dislodged." The patient's spouse subsequently observed arcing at the electrical outlet as well as a puff of smoke with a burning smell and immediately pulled the cord out of the socket. It was confirmed that no harm or injury occurred to the patient or bystanders, and no fire, flame, sparking or melting occurred.

Manufacturer narrative:
A1-a6: patient specifics: not provided. B3: date of event: not provided. D4: expiration date: not applicable. H10: 3m received a customer sample that exhibited signs of product damage. It is unclear the source of the product damage. The model 875 product has been tested and confirmed compliant to the regulatory standard iec 60601-1 for safety and effectiveness, including electrical safety (fires, arcing, shorts). All model 875 units undergo electrical safety testing and functional testing to confirm acceptable operation before field installation and use. The occurrence of fires (electrically sourced or otherwise) with model 875 warming units has not been a trending complaint issue. The 3m bair paws¿ model 875 warming unit operator's manual states the following: contraindication: to reduce the risks associated with thermal energy: do not apply heat to lower extremities during aortic cross-clamping as thermal injury may occur if heat is applied to ischemic limbs. Warning: to reduce the risks associated with thermal energy hazards: do not continue use of the unit if the yellow over-temp indicator light illuminates or an audible alarm sound; contact a biomedical technician or call 3m patient warming technical service. Use only the bair paws warming gowns with this warming unit. Do not warm patients with the warming unit's hose alone. Always connect the hose to a bair paws warming gown before providing patient warming. Do not allow the patient to lie on the warming unit hose or allow the hose to contact the patient's skin during patient warming. Do not connect a bair paws gown to the warming unit if it has been cut or damaged. Monitor the patient's temperature and cutaneous response of patients who are incapable of reacting, communicating and/or who are without a sense of feeling every 10-20 minutes or per institutional protocol and monitor the patient's vital signs regularly. Adjust air temperature or discontinue therapy when the therapeutic goal is reached or if vital sign instability occurs. Notify physician of vital sign instability immediately.